Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The pads and batteries used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.